Event description:
It was reported that left ventricular capture management was contributing to ventricular tachycardia (vt)/ventricular fibrillation ( vf) episodes. The left ventricular (lv) lead also had an increase in threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 419488 implantable pacing lead, 2009-(B)(6); 6947 implantable tachy lead, 2009-(B)(6); 5076 implantable pacing lead, 2009-(B)(6). (B)(4).